Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The main circuit board and the pneumatic block sensor circuit board were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination within the device pneumatic block and an isolated component failure within the device main circuit board. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection problem and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.